Manufacturer narrative:
Additional information has been requested. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor reported a patient who required a suture due to leaking following laser assisted cataract surgery. The incision was noted to be anterior and short. Additional information has been requested.

Manufacturer narrative:
The clinical applications specialist (cas) changed the angle for the paracentesis incision to increase the length and create a tighter seal. Leaking persisted despite this change. It was not reported when the leaking was caused. Based on assessment, the product met specifications at the time of release. Based on the information obtained, the root cause of the leaking wound cannot be determined conclusively. (B)(4).